Event description:
Implant broke under impaction without using torsion or rotation. Implant was burred out due to the lack of distraction in the disc space. Small portion of the tip remained and a similar implant of the same size was then used.